Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced excessive bleeding. Per the physician, there were no issues with the ion system or products. The physician believed that the bleeding was a result of the biopsy procedure. Tools used included a flexion needle (gauge unknown), brush and forceps. During the end of the ion procedure, the physician noticed bleeding with significant clotting when attempting to navigate the catheter from the right lung to the left lung. The vision probe only displayed some blood in the catheter. The catheter and the vision probe were then removed and a regular bronchoscope was used. There was blood visible in the airway and the patient started to desaturate; therefore, a code was called (no CPR initiated). The patient was turned over to the left side where the bleeding was and the bronchoscope was advanced towards the right lung to protect it. The blood was cleared using a cryoprobe. Within 5-10 minutes, the bleeding stopped and the patient was stabilized - prior to observing the bleeding, the physician was able to obtain biopsies but opted not to continue obtaining additional biopsies after the patient stabilized. The patient was sent to the ICU and extubated the next morning. Blood loss was estimated to be 20 ml. The physician believe that pt/ptt/inr were all normal prior to the procedure but the physician mentioned that he did not have the patient's chart in front of him when responding to follow questions. Med history included interstitial lung disease. The patient was not on any antiplatelet or anticoagulation therapy. The patient was discharged home.